Manufacturer narrative:
Vyaire medical file identification: (B)(4). Device evaluated by MFR - the suspect device will not be return for evaluation. Therefore, root cause was undetermined. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. Device will not be returned.

Event description:
It was reported to vyaire medical that the vela ventilator has high peak inspiratory pressure (pip) and transducer fault alarm while the unit was running. There was no patient involvement reported with this event.